Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab comparison test was made with the reporter's meter (capillary) resulting in 357 and the lab (venous) 83 mg/dl. Fasting state unknown. Tests were done side by side, within 10 minutes. There were no symptoms. During troubleshooting, the reporter did not want to run a control solution test. Unable to reach/contact reporter for follow-up session.